Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemodynamics procedure, all three sutures had needle broken. A new suture was used with no problem. There was no patient injury.